Manufacturer narrative:
Additional information was received that it was unknown whether the bleeding was caused by the delivery catheter system (dcs) or the 14 french non-medtronic sheath. Product analysis: the device was discarded, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a hematoma at the access site was confirmed by a computed tomography (CT) with abdominal pain. An angiogram revealed bleeding into the abdominal cavity from the left common femoral artery branch. A stent was placed and the branch vessel was jail-occluded to stop the bleeding. Due to anemia, a blood transfusion was performed. No additional adverse patient effects were reported.